Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not know what caused the por, they noted maybe a power outage, but not long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was trying to get recharger started and got the 1707 error code today. Patient charged at doctor's the first time and then someone stole the equipment. Patient hasn't ever recharged implant on her own. Patient just got the replacement equipment. Patient is able to feel her implant. Confirmed there is no electrical magnetic interference around. Made sure the communicator was turned off. Patient is sitting with recharger against skin with belt on. Recommended leaning forward to make device more superficial. Patient also tried leaning back. Told patient to find the middle of the stimulator and move the recharger outward 2-4 cm in any direction and wait 30 seconds. Patient mentioned she had gained weight so it was kind of hard. Had patient take the recharger out of the belt so it was easier to move. Patient was able to connect and got 90% battery and excellent connection and my therapy was off. We waited until stimulator battery went to 100% charge. We got the communicator out and connected the handset to stimulator. Patient got a por message and cleared the message. Walked caller through turning on therapy and it was at 2.4 volts and she decreased to 2.0 volts. The troubleshooting steps that were taken on the call resolved the issue.